Event description:
It was reported that the user experienced a cartridge issue when the plunger came out while attempting to fill the cartridge using an insulin pen, followed by repeated connector replacements and subsequent need for new luer connectors, which is consistent with an infusion set connection problem and cartridge handling error. Symptoms included hyperglycemia, with a reported blood glucose of 263 mg/dl without associated symptoms and a subsequent decrease to 170 mg/dl after troubleshooting. Outcomes included the provision of troubleshooting and education, verification of shipping details, and arrangement for replacement supplies. Investigation included user interview, review of product use, and assessment of handling technique. Investigation of this case revealed user technique concerns related to filling cartridges from an insulin pen and potential improper infusion set connector attachment. It was concluded that the event was attributable to user handling error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.